Event description:
Mymobility clinical study: prospective multicenter longitudinal cohort study including an interventional (soc) rct sub-study reported that a patient underwent an initial left knee arthroplasty on (B)(6)2020. Subsequently, on (B)(6)2020 the patient attended the physician's office due to bleeding from the incision area. Diagnosis was effusion of the left knee joint, which was treated with aspiration of the knee joint 2 days later.

Manufacturer narrative:
(B)(4) complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 3 complaints reported with the item 154718, 8 complaints reported with the item 161468 and 4 complaints reported with the item 159540 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00201-2. 3002806535-2021-00202-2. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Mymobility clinical study: prospective multicenter longitudinal cohort study including an interventional (soc) rct sub-study reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2020. Subsequently, on (B)(6) 2020 the patient attended the physician's office due to bleeding from the incision area. Diagnosis was effusion of the left knee joint, which was treated with aspiration of the knee joint 2 days later.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: patient first name: (B)(6). Age : 68. Patient weight : 141 lbs (63.96 kg). Patient height : 5 ft 3 in (160.02 cm). Bmi : 25. Medication to manage the pain : tramadol. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report. Customer has confirmed that the products remain implanted. Medical product: oxf twin-peg cmntd fem sm PMA, catalog #: 161468, lot #: 175520. Medical product: oxf anat brg lt sm size 3 PMA, catalog #: 159540, lot #: 335230. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00201, 3002806535-2021-00202. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
(B)(6) clinical study: prospective multicenter longitudinal cohort study including an interventional (soc) rct sub-study reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2020. Subsequently, on (B)(6) 2020 the patient attended the physician's office due to bleeding from the incision area. Diagnosis was effusion of the left knee joint, which was treated with aspiration of the knee joint 2 days later. Attempts have been made but no further information has been provided at this time.